Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occured, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the blade of the device broke off while wiping on a sponge. No piece fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.